Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left subclavian artery. A 7.0mmx19mmx150cm express vascular sd stent was selected for treatment. However, when the stent was opened, it was noted that there was a kinked crease at the tip of the stent. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left subclavian artery. A 7.0mmx19mmx150cm express vascular sd stent was selected for treatment. However, when the stent was opened, it was noted that there was a kinked crease at the tip of the stent. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Manufacturer narrative:
Device evaluated by MFR: the express sd balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon, stent, and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found no damages.